Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Error messages were seen during the attempted implant. Method: since the device was not returned, the files from programmer were reviewed. Results: the programmer software operated as specified. The reported event occurred because, the software did not provide for the adequate warning message upon parameter reprogramming attempts performed after that a re-interrogation process was interrupted by telemetry errors. Conclusion: the reported event occurred because, the programmer software did not provide for the adequate warning message upon parameters reprogramming attempts performed after that a re-interrogation process was interrupted by telemetry errors. Instead of "please reprogram", the warning should indicate "please re-interrogate". This would have prevented the reported behaviour. No anomaly is suspected concerning the implant functioning. On (B)(6) 2008, interrogation and reprogramming of this device were completed without any anomaly, reportedly. Therefore, this device can be implanted provided that parameters were checked, compared to as shipped values, and re-programmed if necessary before implantation.

Event description:
During the implant procedure, measurements of the atrial lead were done by a psa. After the atrial sensitivity was reprogrammed from 1.0 mv to 0.4 mv, an error message was displayed. This message was displayed several times and then another message, "communication error" was displayed. The device was not implanted.